Manufacturer narrative:
(B)(4) - lens work order search. Results - visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion - based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. The capsule was unable to support the lens. The capsule ruptured and the surgeon decided to remove the lens. The incision was enlarged to remove the lens, no suture needed. The surgeon decided to implant a three piece lens. Reporter did not have any further info.